Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 310 mg/dl at the time of incident. Customer¿s blood glucose level was went up to 415vmg/dl and then went down to 339 mg/dl and other relevant blood glucose levels were 389 mg/dl, 401 mg/dl and 394 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump. Customer stated that the cannula was bent. Customer performed high pressure test, self test and displacement test and all tests were passed. Customer did not allege that the insulin pump was under delivering. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.